Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ("itching"), loss of consciousness ("malaise with loss of consciousness") and musculoskeletal pain ("joint pains and muscular pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 7 months 3 days after insertion of essure, the patient experienced pruritus (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), malaise ("malaise with loss of consciousness"), musculoskeletal pain (seriousness criterion disability), migraine ("migraine"), tinnitus ("tinnitus"), dyspnoea ("breathlessness"), burning sensation ("heat like burning on extremities"), formication ("formication on hands and feet"), fatigue ("severe fatigue") and gait disturbance ("difficulties to walk"). The patient will be treated with surgery. Essure treatment was not changed. At the time of the report, the pruritus, loss of consciousness, malaise, musculoskeletal pain, migraine, tinnitus, dyspnoea, burning sensation, formication, fatigue and gait disturbance outcome was unknown. The reporter provided no causality assessment for burning sensation, dyspnoea, fatigue, formication, gait disturbance, loss of consciousness, malaise, migraine, musculoskeletal pain, pruritus and tinnitus with essure. The reporter commented: actual state of the patient: sick leave and difficulties to walk, difficulties in social, professional and family life. No intervention reported but removal date probably planned on (B)(6) 2017. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pruritus the analysis in the global safety database revealed 129 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.